Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an probe stating "the prass probe would not detect the nerve." There was no suggestion of patient injury. Testing/repair did not confirm the reported event. The available information indicates the probe "did not work" intraoperatively, which suggests that it was not stimulating/delivering current, and the user was not alerted by a system alarm, warning screen or error message. If the probe is not stimulating/delivering current and the user has not been altered to this malfunction this could potentially result in false negative. False negative could potentially cause injury to the patient by failing to identify a nerve. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
Analysis could not duplicate the complaint, no fault found with the device. The prass flush-tip monopolar stimulating probe is equipped with a 2-meter lead ending with a connector. The fluoroplastic insulation of the medical stainless steel wire terminates flush with the tip of the wire. This construction facilitates direct nerve stimulation while minimizing cerebrospinal fluid shunting of the electrical stimulus. The final 20 mm of the probe can easily be bent to provide optimal contact between the probe tip and nerve within the confines of the surgical field. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as the use of paralytic anesthesia agents; non-conductive/dry tissues, or a nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the information as a negative, i.e. That a nerve is not present when it really is present. When information suggests that the nim equipment malfunctions, it is assumed that the failure was device-related and may be gone undetected. In this case, the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate method, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.